Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a cubie failure. The customer support specialist remoted into the station and tried to resolve the issue but no response. Then the customer support specialist logged in via tester app and used unconditional feature to force cubie open and resolved the issue. The system functioned as intended after the customer support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system had cubie failure. The customer stated that the cubie will not opening while trying to issue medications to the patient. There were no adverse events or injuries reported based on this event.